Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample and one photo was provided to our quality team for investigation. Through visual inspection, it is observed that a smearing appeared to be a loose oil-like foreign matter present on multiple plunger rod ribs and centered around the knockout pins. Fourier transform infrared spectroscopy analysis results showed the presence of oil from the molding machine. The observed condition was non-conforming per product specification. Potential root cause for the foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 2042986 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 2042986. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Potential root cause for the foreign matter defect is associated with the molding process. The aql for foreign matter outside of the fluid path is 1.0%. The defective rate identified is 1 out of 504,000 which is 0.0002%. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #2042986 is considered in compliance with our product specification requirements.

Event description:
It was reported that 6 bd luer-lok¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: syringes had contamination in the barrel of the syringe.